Event description:
It was reported that there were air bubbles at light guide boot of the subject device. The event was identified during reprocessing and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: minor dent on distal edge. Based on the results of the investigation, since there was no device problem found a root cause could not be established for the customer reported problem. A definitive root cause could not be identified for the minor dent on the distal edge. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there were air bubbles at light guide boot of the subject device. The event was identified during reprocessing and there was no patient involvement.